Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: material rupture: no observed. Device appears to trigger rejection: unable to observe as it is a medical event that is not related. Failure of implant: unable to observe as it is a medical event that is not related. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Swollen lymph nodes/glands: unable to observe as it is a medical event that is not related to the device. Inflammation: unable to observe as it is a medical event that is not related. Anxiety: unable to observe as it is a medical event that is not related. It is not possible to determine the lot number or catalog through the photos provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade unknown.

Event description:
Patient reported left side ¿significant pain and tenderness,¿ ¿swollen lymph nodes in armpits and neck,¿ ¿anxiety associated with the device recall¿, ¿fear,¿ ¿frequent redness of the skin in the neck and cleavage area,¿ ¿implant and capsule removal en bloc with drainage of the residual gland,¿ ¿double capsule,¿ and capsular contracture baker grade unknown. Patient additionally reported "typical symptoms of bii" (breast implant illness), ¿difficulty concentrating¿, ¿sleep disorder¿, ¿dry and patchy skin,¿ ¿joint pain¿, ¿bone aches,¿ ¿muscle aches,¿ ¿ numbness in arms,¿ ¿chronic fatigue,¿ ¿¿cardiac irregularities,¿ ¿dizziness,¿ ¿depression,¿ ¿frequent infection¿ all not related to the device. The device has been explanted.